Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the pump was emitting multiple call service 078 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 05/05/2015 with the following findings: the pump black box showed evidence of call service 078 alarms. During testing, the pump was exercised for 24 hours without any call service alarms occurring. The pump was opened and no defects were found on the pump¿s printed circuit board. Unrelated to the complaint, the pump battery compartment was observed to be cracked along the side. The battery cap was not returned for testing; a test cap was used for testing and the pump powered on appropriately with the test cap. Also unrelated, during testing, the display screen was noted to be dim and discolored with a reddish tint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.